Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the power supply failed. There was no patient involvement.

Manufacturer narrative:
The fsr replaced the power supply. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) connected the power supply to lab use only (luo) testing equipment. He found when turned on, the power supply fans were not working. He also found the output voltage to be lower than the specification voltage range. The test was performed three times and failed all three times. The power supply was determined to not meet specification.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.